Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the lens cover was found to be missing. No patient involvement or procedural delays are associated with the event as it was identified during service.

Manufacturer narrative:
MFR. Report number 0001811755-2017-00106 has been identified as a duplicate of MFR. Report number 0001811755-2017-00030.

Event description:
It was reported that during the service evaluation conducted at the manufacturer facility the lens cover was found to be missing. No patient involvement or procedural delays are associated with the event as it was identified during service.